Event description:
This customer obtained non-reproducible, higher than expected vitros trop I es results for multiple patient samples while using the vitros eciq immunodiagnostic analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The original result for one patient sample was reported to the clinician, and a corrected report was issued. There was no allegation of harm to the patients as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros trop I es results occurred while using the vitros eciq analyzer. A definitive root cause of this event could not be determined, however, the most likely cause is an instrument related issue. An ocd field engineer found that service to the reagent metering, sample metering, well wash, and incubator subsystems were required. The instrument performance is being monitored to assure that expected operation has been obtained.